Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was a stray current that caused a first degree burn on the patient's anterior chest. It was treated by an antibiotic ointment.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The top covers side panels were pushed inwards where the cover extends beyond the chassis¿ rear panel. The rear chassis panel cover plate was missing. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The force fx generator is an obsolete product and is no longer supported by the plainfield service facility; therefore, the generator will be returned to the customer with no calibration or additional service performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.